Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The reporter stated that prior to admit the pt's blood glucose was 400 mg/dl. He was admitted to the ER with blood glucose >400, and treated with IV insulin and fluids. Prior to the event, the pt had changed his site, tubing, and cartridge. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.